Event description:
Caller reported a malfunction on pump, identified by malf 12 error code, which occurred several times between late (B)(6) 2025. There was no adverse impact to the customer's blood glucose level, as levels did not exceed 500 mg/dl during these events. Customer managed to reset pump on own, and technical support verified history of malfunction. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.